Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 4 patient samples on a cobas pro c 503 analytical unit. For patient 1, the initial glucose result was 12.2 mg/dl with flag. The repeat result was 102 mg/dl. For patient 2, the initial glucose result was 11.4 mg/dl with flag. The repeat result was 85.9 mg/dl. For patient 3, the initial glucose result was 39.9 mg/dl with flag. The repeat result was 124 mg/dl. For patient 4, the initial glucose result was 15.1 mg/dl with flag. The repeat result was 97.8 mg/dl.

Manufacturer narrative:
The glucose reagent lot number is 702348. The expiration date was not provided. The customer stated that qc was acceptable prior to the event. The investigation is ongoing.